Manufacturer narrative:
Additional, changed, and/or corrected data: a.4 , a.6 , b.3 , b.5 , d.4 , d.6b , d.9 , g.1 , h.3 , h.6 device evaluation: visual analysis of the returned device identified: opening, brown particles inside of the fill channel, crease fold, wear abrasion. Leak test was performed and found opening on anterior and radius side. A microscopic analysis was performed which identify a striated edge opening. And sharp opening on anterior the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated edge opening on radius side assessed as surgical damage. - a sharp opening on anterior an unidentified (tear) opening.

Event description:
Device has been explanted and replaced. Healthcare profession reported "particles in valve" and crease in implant device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side deflation. Device remains implanted.